Event description:
This pt reported that he was not able to hear with their cochlear implant, after pumping their head against the bathtub. Using the appropriate diagnostic equipment, it was then determined that the device was not functioning according to manufacturer's specifications. Explantation/reimplantation surgery was completed successfully in 2004.